Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing fentanyl and bupivacaine for non-malignant pain. It was reported that the handset was not working correctly for at least a week. The patient stated they were getting information on the screen that it was not connecting to do the bolus. The patient stated the pump was not working correctly and then changed to say the external devices were not working correctly. The manufacturer's patient services specialist (pss) asked clarifying questions and patient said they got 12 boluses a day. Pss asked the patient to connect with the handset and patient said the screen was stuck at 91% and they were not able to connect and that's how it has always been. Pss assisted patient with clearing the data on the handset and the devices connected very fast. The troubleshooting steps that were taken on the call resolved the issue.